Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® ratchet extension - short 4.1, 5.0, 6.0mm(d) (ire100) and osseotite® tapered certain® implant 4 x 13mm (xifnt413) were returned for investigation attached to one another. Visual inspection of the as returned product identified damage to both the implant threads and tool body. Functional testing was performed for the returned product and it was determined the two components could not be disengaged, event after excessive force is exerted. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2018110338. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018110338) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: h3: device evaluated by manufacturer: change 'no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet (B)(4). Date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant did not disengage from the ratchet extension. The procedure was completed with another implant. Tooth location 13.